Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) implanted with a tandem cuff approach. The aus was further removed due to the patient was catheterized causing erosion. A new aus was re-implanted. There were no further patient complications in relation with this event.